Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose level was over 600 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. The user alleged the insulin pump was under delivering insulin due to insulin pump not delivering exact insulin. The customer was treated insulin drip at the hospital. Customer's mother reported that their doctor in the hospital right now changed the insulin pump's settings. Customer declined to check their insulin pump's settings. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.